Manufacturer narrative:
The field service engineer (fse) evaluated the device and noted that the device had multiple errors and failed lines while reviewing the log. The fse reported that the issue could be duplicated. The fse replaced the power management board to resolve the issue.

Event description:
It was reported that the primary alarm failed and 5v failed. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer reported that the 5v failed, and the primary alarm failed. The customer verified error codes 1102 and 118 were in the significate log. The customer reported already replacing the cpu pcba, but the issues were not resolved. During the troubleshooting, it was discovered that the power management pcba was not replaced. It was also reported that the speakers did not solve the issue. Further information is pending.